Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion, in the right iliac artery with moderate tortuosity, heavy calcification and 100% stenosis. An unspecified guide wire was successfully advanced, then a 7.0x20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was soaked in saline and aspirated outside the anatomy. The 7.0x20mm armada 35 pta was advanced without resistance but ruptured during the first inflation at a pressure of 8 atmospheres. The armada 35 pta catheter was withdrawn from the patient anatomy without resistance and replaced with a 6.0x20 mm armada 35 pta catheter. Pre-dilatation was performed and an unspecified stent was implanted. Post procedural stenosis was reported as 0%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information has been provided.